Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing after the typical units of insulin had been delivered. Customer's blood glucose level was 201 mg/dl. Reportedly, a supply change was performed resolving the issue.